Event description:
It was reported that the generator was returned due to no display. The buttons are not working. There is no further information available. No reported patient consequence was reported.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The complaint was confirmed. Based upon the inquiry information received visual and functional examination, the unit was found to require: missing accessories completed, physical damaged front panel replaced, unit calibrated, label / overlay replaced, unit modified acc. To guideline of manufacturer, and damaged pcb main assembly replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.